Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that speaker produced an audible sound. The device was found to have passed the sound and unit beep test. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx40 wlan indicating there was a speaker malfunction error and no sound produced. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that there was a speaker malfunction issue. A nemo (non engineering material only) service was agreed upon.the customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.